Manufacturer narrative:
The coil and microcatheter were returned for evaluation and the microcatheter was found to be compatible with the coil. The microcat heter hub was found to be broken and separated from the microcatheter body. The instant detacher was not returned for evaluation as it was discarded. No flash or voids molded were observed in the hub. The proximal (hub) segment of the microcatheter was measured and the proximal outer strain relief damaged, and with the microcatheter body torn (broke). The pushwire was found to be broken and jagged on the proximal end with the release wire not extending out from the proximal tip. The pushwire was found to be damaged proximal to, and at the location of the break indicator; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The proximal end of the pushwire was found to extending out from the broken proximal end of the microcatheter for the length of approximately 44.7cm. The pushwire was found to be bent near the proximal end. The axium pushwire was found to be stuck within the distal portion of the echelon microcatheter. The microcatheter body was found to be damaged and accordioned at approximately near the proximal end. In addition, the microcatheter body appeared to be stretched near the proximal end. There was an appearance of blood with the pushwire within the microcatheter body. The microcatheter distal marker band app eared to be damaged (flattened) with the implant coil extending out from the distal microcatheter tip. The implant coil was found to be stretched with the polypropylene filament broken. All other subassemblies appeared to be normal and no other anomalies were obse rved. The coil and the microcatheter could not be used for further testing due to their damaged condition. There was no evidence of manufacturing defects that relates to the complaint; therefore, manufacturing has been ruled out as a potential cause. The event occurred during an ¿off label¿ treatment of an aaa endoleak. Based on the axium coil and microcatheter analysis, the customer reports of ¿catheter resistance¿ and ¿catheter accordion¿ were confirmed. The pushwire and implant coil were found to be stuck within the inner lumen of the distal segment of the microcatheter. In addition, the microcatheter was found to be damaged, stretched, accordioned, and broken under the strain relief. These types of damages are evidence of tensile overload. The customer reported no resistance or difficulty during delivery of the axium coil to the target location, and the customer reported hydrating the coil and utilizing continuous flush during the event. The customer did; however, report resistance during removal of the system from the patient and a spasm during the event. It is possible that the removal of the system against the reported resistance led to the stretched, accordioned, and separated condition of the microcatheter. In addition, the customer reported using pliers to remove the system from the patient. It is possible that the damages to the strain relief were caused by grabbing the system with the pliers prior to the hub separation. The cause for the damage to the distal marker band could not be determined. It is possible that the damage occurred during and/or following the procedure. It could not be determined if the microcatheter met specifications due to its damaged condition; however, all devices are 100% inspected for damages and irregularities during manufacture. Per the echelon micro catheter instructions for use (IFU): warning:¿ never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by flu oroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.¿ contraindications: ¿not intended for use in the coronary vasculature¿. No corrective action is required. These types of events will be monitored as part of post market vigilance complaint trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician was not able to detach the implant coil and it was removed with the catheter altogether. The patient was undergoing treatment for an endoleak. Prior to the event, the physician was able to fill the endoleak with a few coils. Then a coil was advanced to the lesion without any issues, but was unable to be detached using the instant detacher; therefore, the physician decided to detach it with the manual method (breaking of the hypo-tube) and was able to withdraw the thin filament inside, but the implant coil still would not detach. It was then decided to pull the coil and microcatheter out of the patient as a system. The physician noticed high resistance as the coil was being pulled into the microcatheter with a feeling that the coil was tied in a knot. There was also slight resistance when the microcatheter was removed. There were no other devices in the guide catheter at the time the microcatheter was removed. Once the devices were outside of the patient, the microcatheter was observed to have shrunk. A new microcatheter was used to complete the procedure with new coils without further issues. The patient was rep orted to be doing well.